Event description:
(B) (4). Same patient as 2134265-2009-05040 and 2134265-2009-05041. It was reported that post a coronary stenting treatment procedure, the patient died. Three lesions were treated during the procedure. Target lesion 1 was located in the left anterior descending artery (lad). The reference vessel diameter was 2mm, target lesion length 30 mm, target lesion pre-procedure 96% stenosis and post-procedure 4% stenosis. A 2.75x32mm liberte stent was implanted. A non bsc stent was also implanted. Target lesion 2 was located in the lad with the reference vessel diameter 2.0mm, target lesion length 10mm, target lesion pre-procedure 57% stenosis and post-procedure 0% stenosis. A 2.75x12mm liberte stent was implanted. Target lesion 3 was located in the left main (lm) with a reference vessel diameter of 2.9mm, target lesion length 6mm, target lesion pre-procedure 62% stenosis and post-procedure 5% stenosis. A 3.0x8.0mm liberte stent was implanted. The stenting procedure was a technical success. The date of the procedure, the patient died. Cause of death was "cardiac, other". No additional information available.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B) (4): product not available for analysis.